Event description:
Complaint from (B)(6) hospital (B)(6). The customer complained that the packing was sealed with red paper.

Manufacturer narrative:
Street address exceeds character limit: (B)(6), h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of unintended red material within the sealed unit package was confirmed and the cause appeared to be packaging related. Two photographs and five 22g insyte autoguard unit packages from lot 3335679 were provided for investigation. The foreign material resembled splice tape, which is used during the packaging process, but is not intended to be within the sealed unit package. There is a possibility that the splice tape could have affected the package seal and integrity. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.